Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer became aware of an repaired dreamstation auto CPAP device with allegations of headache and smoke like smell. The patient also reported that he had a smoke alarm in the bedroom which did not sound. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, bottom enclosure, inside iso port, blower, blower box, and blower seal. The manufacturer also observed black hairlike contaminants on the flip doors, top enclosure, rear panel, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the top enclosure, pca, bottom enclosure, blower, blower box, and blower seal. An odor was observed through therapy and investigation, most likely from the liquid ingress to the pca board. A keratin-like substance was observed on the blower box outlet. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power supply and power cord to the device and verified airflow and confirmed that the device powers on provides therapy. The manufacturer concludes that they are unable to directly address any symptoms. The manufacturer can confirm the complaint of burning odor, most likely from liquid ingress to the pca and observed a dust contaminant and device got scrapped. In box h: evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer became aware of an repaired dreamstation auto CPAP device with allegations of headache and smoke like smell. The patient also reported that he had a smoke alarm in the bedroom which did not sound. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.